Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 2.7mm locking screw broke during insertion for an ulna osteotomy. It broke above the portion where the head engages with the shaft. Part of the shaft was left behind in the bone. An additional screw was not implanted. The screw head was retrieved. There was a reported 5 minute delay caused by an attempt to retrieve the fragment. No additional x-rays required. The surgeon was able to achieve stable fixation. The implanted construct included a plate and eight screws. The procedure was completed without further incident. There was no reported issue with the plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary - one locking screw head was received. The shaft of the device was not received, so the exact part number was unable to be determined. It is unknown what caused the complaint condition, but it is likely that the screw was being inserted into excessively hard bone without first drilling a pilot hole. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records was not performed since no lot number was available for the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.